Event description:
A home pt's nurse contacted baxter's technical service center and reported the pt was confused and disconnected from the pt line. The home pt was in the hosp at the time of the incident. Reportedly, the pt drained the catheter on to the bed. Therapy was completed by setting up with new supplies. The pt's transfer set has been replaced. No pt injury or medical intervention was associated with this report per the nurse. No add'l info available.